Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4, and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a field service engineer (fse) was dispatched to the customer site to address the issue. The fse discovered both sample carousel motion errors and vacuum under limit errors were present. The fse replaced the peri-pump tubing for the vacuum under limit errors and also aligned the sample carousel to resolve the issue. The fse performed a passing system check and qc without any errors. In conclusion, there is evidence to reasonable suggest a hardware malfunction occurred in conjunction with this event. Due to multiple interventions performed, one hardware part cannot be determined as the sole contributor to this event. Replacing the peri-pump tubing and aligning the sample carousel resolved the issue.

Event description:
On (B)(6) 2025, the customer reported low values were obtained for the access pth and access vitamin d assays were generated by their access 2 immunoassay analyzer, part number 81600n, serial number (B)(6). The results were accompanied by vacuum under limits hardware error messages. The following results were obtained for one patient sample: pth ¿ 0.0 pg/ml (B)(6) 2025. Pth ¿ 16.5 pg/ml and 16.9 pg/ml (B)(6) 2025. Vitamin d ¿ no value ind [indeterminate] flagged (B)(6) 2025. Vitamin d ¿ 31.22 ng/ml (B)(6) 2025. There were no report of injuries, exposures, or delays in treatment or diagnosis related to this event. There was no report of harm to a patient, an operator, or any other person. Vaccuum under limit error messages were reported in conjunction with this event. The system check passed on (B)(6) 2025. ¿ pth calibration passed on (B)(6) 2025 with reagent lot 538016 and calibrator lot 589627. ¿ pth level 1 quality control (qc) recovered within customers established range (B)(6) 2025 and level 3 recovered no value with sys [system] and ind flags. ¿ vitamin d calibration passed on (B)(6) 2025 with reagent lot 440532 and calibrator lot 440184. ¿ vitamin d level 1 and 3 quality control (qc) recovered within customers established range (B)(6) 2025. A beckman coulter field service engineer (fse) was dispatched to the customer site. No issues with sample integrity were reported by the customer.